Event description:
It was reported that during a sleeve gastrectomy the device jaws were closed. The device passed through trocar into the patient. Surgeon could not release jaws of device. Device removed from patient and swapped for same like product. Surgery was completed successfully with 5-minute delay. No harm to the patient.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received for analysis with no visual non-conformances and with a green cartridge loaded on the device. The cartridge reload was received partially fired consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.